Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 21 cm (8") ext set w/0.2 micron filter, microclave®, clamp, rotating luer. The customer reported that they encounter recurring and increasingly frequent problems with occlusion a few ml from the end of the infusion with the use of fresenius pumps. The problem persists even with ¿free flow¿. The customer stated the patient was connected to the device at the time of the event. The event happened 24 minutes after the start of treatment. There was 15 minutes delay in therapy and the therapy was completed. There were no adverse clinical consequences following this incident. There was no blood loss considered clinically significant. There was no physical defect on the device before the incident. There was no unprotected exposure to any cytotoxic product for the patient or healthcare professional. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was received for evaluation 12/14/23. No damages or anomalies noted. The set was primed at gravity pressure and leak tested. There was no leakage. There were no occlusions. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.